Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a new pod was placed. It was originally reported that the pod failed to adhere.

Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was found to be torn. The timing and cause of the damage could not be determined. Inspection of the download data found that the pod generated an 0x9b alarm during operation, indicating that the pod went more than 5 minutes after cgm deactivation without receiving a pod deactivation command. Inspection of the pod found no damages or deficiencies that would result in a hazard alarm. The exact cause of the alarm could not be determined.